Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the server. A technical support specialist connected to the server and found that the user account was locked, then notified the customer and reviewed the account details on the server, shared the relevant solutions with the customer and provided knowledge article "unable to authenticate using local accounts after upgrade to 1.6" for reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, web access was changed amid server change and access was lost for all users. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.